Manufacturer narrative:
Block h6 imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during a rectal endoscopic submucosal dissection (esd) and closure procedure performed on (B)(6) 2024. During the procedure, when they attempted to close the defect, the insufflation failed after numerous attempts to hold it. The defect could not be closed, and the procedure was cancelled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts.